Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
On (B)(6) 2018,(B)(6). Complaint: (B)(4). Complaint status: in process. (B)(6) inquired what led up to the complaint. Customer response: aa20 motor error motor error/e70 t/s per (B)(4). Explained alarm and possible causes. Adv customer to d/c from the pump. Advised customer to check if drive support cap is protruded, loose, sticking out or flush. Customer reports the drive support cap appears normal (slightly indented). Inquired if the pump has been exposed to high magnetic field. Found: customer claims pump was not exposed to high magnetic environment. Customer did not report an e70 alarm. Adv to remove res and inf from pump and ensure res and inf are not d/c. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Pump alarm hx contains more than one motor error alarm within a 30 day period. Adv the pump will need to be replaced. Adv to discontinue use of the pump. Recommended customer refer to back-up plan, per hcp instructions. Advise to return pump with battery and zero out basal rate(s). Explained the oow rpl policy. Customer's outcome pertaining to the complaint: satisfied ship: nothing/return: mmt-722lwwl reason for return: multiple motor error country: (B)(6), input date: (B)(6) 2018, warranty start: 06/19/2014, and warranty end: 06/18/2018, batch - (B)(4).